Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u727 and esd700 components on the distribution node pca. The root cause of the shorted components was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt failed pulse testing.